Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts from the 3 most proximal stent rows were raised from the balloon and damaged. This type of damage is consistent with the stent encountering resistance when advancement/withdrawal of this device. The ro markerbands were examined and there was no damage noted. The tip of the device was examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the device was pulled back inside a guide catheter and the dfu states: "do not attempt to pull an unexpanded stent back into the guide catheter, as stent or coating damage or stent dislodgment from the balloon may occur". (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported stent damage occurred. The target lesion was located in the moderately calcified and moderately tortuous distal right coronary artery. A 12 x 3.50mm promus premier¿ stent was inserted however resistance was encountered. Then the device was advanced to the proximal site of the lesion and was pulled inside the guide catheter. This maneuver was repeated twice. The resistance was strong so the device was removed without deploying the stent. The device was checked and it was noted that the proximal part of the stent was lifted. The procedure was completed with a non bsc stent. No patient complications were reported and the patient¿s status was good.

Event description:
It was reported stent damage occurred. The target lesion was located in the moderately calcified and moderately tortuous distal right coronary artery. A 12 x 3.50mm promus premier¿ stent was inserted however resistance was encountered. Then the device was advanced to the proximal site of the lesion and was pulled inside the guide catheter. This maneuver was repeated twice. The resistance was strong so the device was removed without deploying the stent. The device was checked and it was noted that the proximal part of the stent was lifted. The procedure was completed with a non bsc stent. No patient complications were reported and the patient¿s status was good.